Manufacturer narrative:
Updated h7. Updated conclusion codes. The version of the IFU in place at the time of the implant provided the following potentially relevant warnings: "do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. "Do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur." "Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur." "Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention."

Manufacturer narrative:
H6: patient code 1, method code 3, result code 2, conclusion code 1, 2 and 3. Code 22: the version of the IFU in place at the time of the implant provided the following potentially relevant warnings: "do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. "Do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur." "Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur." "Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention."

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm that was treated with fenestrated endovascular aneurysm repair (fevar) along with an aorto-uni-iliac procedure (aui). According to the physician it was difficult to advance a cook limb through the tortuous anatomy of the patient after the fevar unibody was placed. Therefore it was decided to successfully advance and implant a gore® excluder® aaa contralateral leg endoprosthesis (plc) instead. It was reported that it was visible that the proximal olive of the plc catheter had separated after the device was deployed and the device catheter removed. According to the physician the separated part will remain in the patient and should not do harm, since the patient was later converted to an aorto-uni-iliac procedure. The remaining olive will stay in the intentional occluded area of the iliac artery. According to the physician a lot of resistance was felt during the advancement of the device due to the tortuous anatomy of the patient. The physician did not remember if the device was rotated during positioning or if it was advanced outside of the sheath. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was not returned for evaluation. The evaluation was completed using a photo of the device taken in the field. The device evaluation showed the following: the leading end of the catheter had separated from the catheter body at the trailing olive. A photo of the leading end of the catheter with the guidewire lumen and leading olive was not provided. The findings from the evaluation are consistent with the physician¿s observations for separation of the catheter.

Event description:
It was reported that during an implant procedure with a gore® excluder® aaa endoprostheses, the leading end of the device catheter broke. No additional information is currently available.